Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced to urethral atrophy and recurring urinary incontinence. The cuff was oversized, so it was explanted and replaced. No further patient complications reported.